Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion as it triggered end of service (eos) approximately five months after implant. The patient experienced an electrical storm; however, it was indicated the ICD battery depleted in advance. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.